Event description:
It was reported that the user experienced an infusion set occlusion with a contact detach 6 mm, 23-inch set while using the ilet, which led to elevated blood glucose readings up to 400 mg/dl and required replacement of infusion supplies and priming of new tubing to resolve the issue. Customer care provided support which included education on replacing the infusion set. Investigation of this case revealed that the occlusion resolved after changing the infusion set and completing priming without further alerts. No symptoms associated with hyperglycemia confirmed by meter and cgm readings reported. Outcomes included transient high glucose without medical intervention. It was concluded that the event was related to an infusion set occlusion that resolved with supply replacement and user guidance.